Manufacturer narrative:
As reported, during a procedure when using sorbafix enhanced fixation the device did not shoot properly and the mesh could not be fixed. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted to document the implant date and sample evaluation results. The evaluation of the returned sample could not reproduce the reported event of failed to fixate. The device functioned as intended during functional and simulated use testing, successfully fixating the remaining seven fasteners into mesh. No manufacturing anomalies were found. Updated fields: b4, d9, d.6a (date of implant), g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ipom procedure when using sorbafix enhanced fixation the device did not shoot properly and the mesh could not be fixed. The fastener detached and fell out after 2-3 fixations, with loose or protruding fasteners noted but no defects identified. There was no damage to the device tip. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during a procedure when using sorbafix enhanced fixation the device did not shoot properly and the mesh could not be fixed. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ipom procedure when using sorbafix enhanced fixation the device did not shoot properly and the mesh could not be fixed. The fastener detached and fell out after 2¿3 fixations, with loose or protruding fasteners noted but no defects identified. There was no damage to the device tip. Another device was used to complete the procedure. There was no patient injury.